Event description:
Potential for injury associated with a tilt pot that will not hold calibration on a 3gar-cg power wheelchair. Allegedly the chair was in drive lockout also. This could cause the end user to be stranded in a tilt position.